Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed if additional information is received.

Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy. It was reported that leakage was observed at the connection between the cassette and the bag, after priming. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined because the disposable set was not returned to baxter for evaluation, a lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event.